Manufacturer narrative:
One half of the intraocular lens was received and inspected under 10x magnification. Inspection shows one broken haptic, 1/2 an optic. The lens met all manufacturing specifications prior to release. The cause of this event was not confirmed but does not appear to be related to the manufacturing process. All currently available information is included in this report.

Manufacturer narrative:
A manufacturing record review was performed and the device met all manufacturing specifications. All information available is included in this report.

Event description:
It was reported that during routine cataract surgery with intraocular lens implant the patient's posterior capsule tore. The customer stated there was no injury and the incision was not enlarged to remove the lens. Due to the capsular tear an anterior chamber lens was successfully implanted.